Event description:
The pt reported that she feels her infusion device is delivering too much insulin. She stated that she had a blood glucose value of 50 mg/dl. Her normal range is 130-170 mg/dl. The pt reported that she drank a coke to elevate her blood glucose value in addition to disconnecting from the infusion device for 1 ? Hrs. At the time of the call, the pt's blood glucose value was 140 mg/dl. The pt reported symptoms of feeling extremely cold, disoriented and sweaty. The pt also stated that she is not receiving the low cartridge alarm when there is 20 units of insulin left in the cartridge. The pt did not report requiring assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.